Event description:
Voluntary medwatch received states that the patient presented to the emergency room (ER) due to dizziness and bradycardia. Upon examination, it was noted that the right ventricular (rv) lead exhibited loss of capture. The rv lead was explanted and replaced. The patient experienced no consequences.